Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2026 a nurse reported that the patient was admitted to the hospital due to stoma site infection which was treated with intravenous amoxicillin. The patient had accidentally cut the tubing while do a dressing change and a tubing replacement was scheduled. On (B)(6) 2026 the stoma site had moderate amount of thick ooze with surrounding skin extremely excoriated. On (B)(6) 2026, the peg tube was endoscopically replaced with a new 15ffr peg tube via the existing stoma site tract with no complications. The stoma site remained excoriated with granulation tissue and ooze was still present. The patient was treated with silver nitrate dressings to stoma for the granulation tissue. On (B)(6) 2026, the patient was discharged home.